Manufacturer narrative:
The system and handpiece were both examined. The company representative confirmed that the system and handpiece were functioning as intended. The customer was given occlusion clearing instructions to alleviate reoccurrences. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 10, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively, as the system and handpiece were functioning as intended. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported experiencing intermittent occlusions when using the phaco hadpiece during a cataract procedure. The handpiece was switched out to complete the case. There was no patient harm.